Event description:
Patient tachypneic on ventilator. Patient desaturated, respiratory therapist hand bagged the patient and physician unable to auscultate breath sounds; no chest rise. Endotracheal tube pulled, unable to bag valve mask (bvm) pt. Pt reintubated, no breath sounds/no chest rise, cardiac arrest, CPR started, laryngeal mask airway (lma) placed, unable to oxygenate/ventilate pt. Pt reintubated again with no breath sounds/no chest rise, ambu bag changed out, able to oxygenate/ventilate pt with new bag. This bag had been working correctly earlier in the day when the patient was suctioned and taken off the ventilator. After the event, the bag was examined, and it was noted that the duck valve for positive pressure did not flip up. The duck bill of the internal diaphragm dislodged.